Event description:
During pt transport an oxygen "e" cylinder fell from the pt bed to the floor. The oxygen regulator attached to the cylinder ignited causing sparks and smoke but no actual fire. The pt was immediately moved away from danger with no injuries. Upon inspection the oxygen regulator had two small holes that appeared to have resulted in hot gas blowing out of the regulator. The regulator/yoke cylinder or ring which was constructed of an inner black rubber seal with an aluminum surround was burned through at the 11 o'clock position as it was orientated to the cylinder yoke. The oxygen cylinder was inspected by the equipment owner. The steel oxygen cylinder had some rust on its interior but no flaking or accumulation. The cylinder valve was covered with black soot but no physical damage and the e valve safety was intact. Equipment info: steel oxygen cylinder, manufactured by oc & n co. 3aa2015 pressure rating, date of last inspection 2-96+star. Cylinder valve yoke, manufactured by rego, date of MFR 8-71. Valve o ring, manufactured by precision medical, p/n1221.